Event description:
Hospital staff attempted to administer a countershock to a patient diagnosed in ventricular tachycardia. The defibrillator charged but the device allegedly failed to discharge when the paddle discharge buttons were pressed. A backup defibrillator was made available and used. There were no adverse effects to the patient reported as a result of the alleged malfunction.